Event description:
Per legal complaint:(B)(6) 2008 patient underwent surgery during which the patient was implanted with an unspecified bard/davol composix kugel. The patient is making a claim for an adverse patient outcome against the composix kugel. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per legal complaint: (B)(6) 2007, the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1) (B)(6) 2007, the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #2) (B)(6) 2008, the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol composix kugel (device #3) (B)(6) 2008,the attorney alleges the patient had unspecified injuries. (B)(6) 2009, the attorney alleges the patient underwent surgery for implant of two (2) unspecified bard/davol ventralex (device #4) and (device #5). (B)(6) 2011, the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralex. (Device #6). (B)(6) 2012, the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #7). (B)(6) 2014, the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #8). (B)(6) 2018, the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #9) (B)(6) 2018, the attorney alleges the patient underwent surgery for implant of an unspecified bard/davol phasix. As reported, the patient is only making a claim for an adverse patient outcome against four (4) ventralex (device #1), (device #4), device #5), and (device #6); two (2) composix kugel (device #2) and (device #3); ventrio (device #7); ventrio st (device #8); and ventralight st (device #9). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol composix kugel (device #3) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol composix kugel (device #3). Additional mdrs will be submitted for each of the other bard/davol devices with claims alleged. The patient's attorney did not make any allegations regarding the implanted bard/davol phasix device. H11: this supplement is to the initial MDR. The following fields have been updated/corrected: a1, b3, b5, g1, g2, g7, h2, and h11. Note: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Per legal complaint: (B)(6) 2008 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol composix kugel. The patient is making a claim for an adverse patient outcome against the composix kugel. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."